Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? Yes, white tissue pad is completely missing from the clamp arm of the device. No, the patient had some adverse consequences. Device was not used on the patient. It came defective. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy, when opening the harmonic hd1000i forceps, the teflon was loose and completely detached from the device. The device was not used on the patient. There were no patient consequences.